Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, this patient underwent treatment for an abdominal aortic aneurysm and a unilateral common iliac artery aneurysm on the left side and was implanted with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure with no evidence of endoleak. On (B)(6) 2022, follow-up imaging determined a type iii endoleak caused by a separation between the iliac branch component and the contralateral leg component used as the bridge graft. It is unknown if there is any enlargement of either of the aneurysms. The physician plans to reintervene however no reintervention is scheduled at this time.

Manufacturer narrative:
B4: additional information. B7, d10: patient weight: 54kg. Patient medical history includes but is not limited to: popliteal aneurysm,pad, copd, nstemi, lft elevation, hypertension, demand ischemia of myocardium, severe protein-energy malnutrition, encephalopathy, chf, renal atrophy, anemia, chronic renal failure, gastritis, hypercholesteremia, coronary artery disease. Patient medication include but are not limited to: ursodiol, tiotropium bromide, tamsulosin, prednisone, perforomist, oxygen-air delivery, nitroglycerin, multivit with min-folic acid, metoprolol tartrate, ferrous sulfate, cyanocobalamin, clopidogrel, cholecalciferol, budesonide, atorvastatin, aspirin, acetaminophen albuterol. Images were provided to gore and an evaluation by a clinical imaging specialist showed the following: the contralateral limb (bridge) is disconnected from the ibe device. Image depicts the type 3 endoleak due to component separation.

Event description:
On (B)(6), 2023, the patient underwent reintervention and the type iii endoleak was treated with by relining the area of disconnect with a placement of an additional gore® contralateral leg component. The patient tolerated the procedure and the endoleak was resolved. No aneurysm enlargement was reported.